Event description:
It was reported that during a laparoscopic right hemicolectomy, the device was locked out at the first firing on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) loading technique, swing tab. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 8 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab detached and the cartridge shroud damaged, causing the swing tab falling apart of the cartridge. It is possible that the cartridge was not properly loaded in the device, causing the damage to the swing tab. For additional information please refer to the instructions for use. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.